Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was suspending with a sensor glucose of 90 mg/dl to 50 mg/dl when their blood glucose was 300 mg/dl. The customer was also hospitalized with diabetic ketoacidosis on (B)(6) 2017. The customer reported experiencing nausea and was vomiting for three to four hours. The customer was treated with an insulin drip and was admitted to the hospital for four days. The customer was wearing the insulin pump at the time of the event. The customer declined to troubleshoot at the time of the call. The insulin pump will not be returned for analysis.